Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the non-patient end of the bd micro fine plus¿ insulin pen needle was broken and would not deliver insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this pr was created for needle clog and needle npe broken. Complaining that drug didn¿t come out, a patient brought a pen needle (320136) to a pharmacy. When checking the product, the pharmacist found that (1) the needle npe was broken and (2) the rubber stopper of non-bd's pen was deformed."